Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "cassette was leaking and did not prime" (fluid leak); "cassette was leaking and did not prime" (failure to prime). The customer reported the cassette was leaking and did not prime. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).